Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is invalid.

Event description:
It was reported that "after taking a PICC line sample, it was completely impossible to unscrew the luer-lock vacutainer body either manually or with pliers. Only the pump body was unscrewed, the luer-lock tip remaining in place." Clinical consequences observed: the PICC-line had to be removed.